Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device was not returned for evaluation. The unit was not returned; therefore a definitive root cause could not be determined. However, the customer will first ensure that the o2 sensor is working properly and that there are no problems with the wire before attempting to calibrate to see whether this resolves this issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned.

Event description:
It was reported to vyaire medical that the avea ventilator is getting a low fraction of inspired oxygen (fio2) alarm. Furthermore, there was no information for patient associated with the reported event.